Event description:
The technician alleged the brakes are not holding. No patient impact.

Manufacturer narrative:
The technician found the foot end brake casters are damaged. The technician replaced the foot end brake casters to resolve the issue.